Manufacturer narrative:
Patient information is not available for reporting. Additional device product codes: kwp, mnh, mni. Not implanted or explanted, partial device remained in patient. Reporter phone number is not provided for reporting. (B)(4) used to capture additional medical/surgical intervention required. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery on (B)(6) 2018, the cancellous bone screw synapse broke at the neck of the shaft when the surgeon tried to further advance the screw after checking the depth of screw under the guidance of image intensifier. Correct instrument had been used when the breakage happened. The remaining shaft inside the vertebral body can't be removed even when using universal screw extraction set due to too strong purchase. The remaining screw shaft inside the vertebral body may possess the risk of endanger patient's life if loose up in far future. Surgeon had tried their best to remove the broken shaft inside the vertebral body, however, due to strong bone purchase, the shaft failed to be removed. The surgery was delayed for two (2) hours. Patient outcome reported as recovering but under observation. This report is for one (1) 4.0mm ti cancellous polyaxial screw 24mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part number: 04.614.124; lot number: h393238; date of manufacture: june 22, 2017; place of manufacture: brandywine; part expiration date: n/a; list of nonconformance's: none. The screw component raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of device histories for the product, sub-components and raw materials showed that the lot met all dimensional, visual and packaging criteria at the time of release, and there were no non-conformances that would contribute to this complaint. Investigation flow: broken. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of screw breakage, which agrees with the reported complaint condition. The screw broke in at least two areas. The screw head was received in the bushing/body/sleeve assembly with the screw break occurring at the transition to shaft. The proximal screw shaft portion was received significantly deformed (post manufacturing damage) most likely the result of removal attempts. The distal screw shaft section was not returned. Document/specification review: the returned device was manufactured in june 2017. No non-conformances occurred during manufacture of the product. The screw component raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of device histories for the product, sub-components and raw materials showed that the lot met all dimensional, visual and packaging criteria at the time of release, and there were no non-conformances that would contribute to this complaint. Tabulated product design drawing for the family of 4.0mm top loading titanium cancellous polyaxial screw assemblies and tabulated product design drawing for the family of 4.0mm titanium cancellous polyaxial screw components were reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection: a dimensional inspection relevant to this complaint was not able to be accurately obtained at cq because of the condition of the returned screw parts. The screw head was received but the break occurred at the transition to shaft. The proximal shaft portion was received significantly deformed (post manufacturing damage) most likely the result of removal attempts. The distal screw shaft section was not returned. Material analysis: the design specifies the screw component is to be manufactured from titanium aluminum niobium (tialnb). The screw component raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Conclusion: a definitive root cause for the screw breaking during insertion could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and the calculated occurrence rate does not exceed the estimated rate. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.